Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755 , s/n (B)(6) found recharge antenna failure - no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the charger was not working. Pt stated that they would put the recharger over the implantable neurostimulator (ins) and it would start charging right away, but then it would stop charging. Pt said that when they went to check the controller, they noticed that the wire leading into the paddle was very hot. During the call, pt reset the controller. Pt confirmed no visible damage to the recharger cord and controller charging port. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B3:date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.